Event description:
It was reported that the haptic of an aq2015a three piece silicone lens was oddly shaped when it was removed from the package. After inspecting the loaded lens under microscope, the surgeon did not want to use it. No pt contact.

Manufacturer narrative:
(B)(4). Evaluation: method - work order search. Results: visual inspection of the returned lens showed a haptic was bent and a clear surgical residue on the lens. A work order search was performed and there were no similar complaints found. Conclusion : based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).